Manufacturer narrative:
Beckman coulter internal investigation revealed that the wash carousel motion errors were due to a resin change in the reaction vessels used on the access platform. The beckman coulter customer technical support (cts) confirmed that the customer was using access 2 reaction vessel lot 13221170, which was manufactured using the new resin, at the time of the event. The cts provided the customer with two boxes of reaction vessels that were manufactured without the new resin and the customer has not reported any further issues with wash carousel motion errors. (B)(4).

Event description:
The customer reported experiencing intermittent wash carousel motion errors, on several occasions, involving the access 2 immunoassay analyzer. The customer was able to reinitialize the instrument and continue running the instrument. A beckman coulter field service engineer (fse) had visited the customer's site, performed alignments, and verified instrument's performance. Beckman coulter informed the customer that an internal investigation on this issue was on-going. The customer agreed to wait for investigation conclusion and to reinitialize the instrument when a wash carousel motion error occurs. There has been no report of any effect to patient results or change to patient treatment in connection with this event.